Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The system logs for this procedure were not available for review.

Event description:
It was reported that after an ion procedure, the patient experienced a pneumothorax. The procedure was completed without incident and the physician states that the cause of the pneumothorax was the biopsy procedure itself, along with the 8mm lesion location of 2cm from the pleura. The physician states that the ion and accessories did not malfunction or contribute to the event. Post operatively, the patient developed dyspnea and chest pain. A chest x-ray revealed a pneumothorax, for which a chest tube was placed. The physician states that another chest x-ray taken a little later showed that the pneumothorax had resolved. The patient was admitted to the hospital, and discharged home the next day, within 24 hours of admission.